Manufacturer narrative:
A follow up report will be submitted after philips obtains more information concerning this event.

Event description:
The customer reported that when using this mrx defib during a resuscitation effort the device did not behave as expected, in terms of the frequency of analysis and shock recommendation. The device was used by a paramedic caring for an adult patient who did not survive the event. The available information from the paramedic supports the device behavior did not impact the patient's outcome. Philips is confirming this information.

Manufacturer narrative:
The device was not returned by the customer for evaluation. Note that the customer was not alleging a malfunction of the device but had questions about the device behavior. In a phone call with philips technical support it was identified that the device was configured to a 3 shocks series with a 60 second CPR timer. With assistance from philips technical support, the customer changed the shock series configuration settings to 1 shock and CPR timer to 120 seconds. It was determined that the device was working as designed, but the configuration settings for the shock series and CPR timer were not what the user had expected them to be. The customer stated that this was the first time that this device had been used to defibrillate a patient and it was their opinion that the device behavior played no role in the patient outcome. The device was used by a paramedic caring for an adult patient who did not survive the event. The involved paramedic stated that the device behavior did not impact the patient's outcome. The device remains in use and at the customer site. Philips makes guideline compliant configuration settings available to users, however, philips does not mandate that users use any specific settings for shock series and CPR time. These configuration settings are determined by each customer/organization to meet their needs. This is noted in the heartstart mrx instructions for use, which states that ¿the mrx is highly configurable to better meet the needs of diverse users. Configuration choices allow customers to customize AED mode to meet the unique needs of their organization or resuscitation team. Customers are advised to familiarize themselves with the device's configuration before using the mrx.¿ this investigation confirmed there was no malfunction of the device. There is no indication of a systemic hardware, software, or labeling problem or potential safety issue. No trending analysis is warranted. The investigation determined that this issue involved a user misunderstanding regarding the AED configurations. There was no device malfunction.